Manufacturer narrative:
Block h6: imdrf device code a0406 is being used to capture the reportable investigation result of side car rx push back. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection observed that that the side car rx was damaged. Upon microscope inspection, it was noted that the entire length of the side car rx was torn. Additionally, a dimensional test confirmed that the side car rx was pushed back from the tip of the basket approximately 1.5 mm, which is out of specification, the reported event is confirmed. Based on all available information, the side car rx was torn on its entire length making the procedure impossible to be completed since the guidewire could not pass through the side car rx. It was also found that the side car rx was pushed back out of specification. These events could have occurred due to excessive force when trying to pass the basket through the bile duct, and also trying to pass the guidewire through the side car rx. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the physician attempted to insert a basket into the bile duct through a small incision at the duodenal papilla, after dilating the common bile duct to 0.8cm. However, the basket couldn't pass through the bile duct opening at the nipple. After trying for less than 10 minutes, the basket's guidewire channel split. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of sidecar rx push back. Please see block h10 for full investigation details.